Event description:
The clinician reported that over 4 months after the dental implant was placed in ada site 21 in the patient's mouth, the implant did not achieve osseointegration in type ii bone. The clinician reports peri-implantitis, fenestration, implant mobility and bone loss in this patient with excellent oral hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.